Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation results, and to update the following section. The duodenovideoscope was sent to an independent laboratory for microbial testing. The scope tested negative for microbial growth. The scope was ethylene oxide (eto) sterilized and returned to olympus for evaluation. A boroscope was used to inspect the interior walls of the channels of the scope. There were no signs of foreign material found inside the biopsy and suction channels. In addition, no signs of foreign material were found on the insertion tube, bending section, bending section cover glue, and elevator forceps raiser. The scope was serviced and returned to the user facility. Based on the investigation findings, the most probable cause of the reported device positive culture could not be determined as there were no signs of foreign material found with the scope and olympus was unable to verify the user facility¿s reprocessing practice.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the device evaluation is still in progress. The device will be sent to our independent laboratory for microbial testing and ethylene oxide (eto) sterilization. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility on november 7, 2016. The user facility requested the ess to perform only a reprocessing training and declined the ess to observe the facilities reprocessing practice. In addition, an olympus field service engineer (fse) provided an in-service on (B)(6) 2016 and found no problems with the oer-pro machine; however, the error log of the oer-pro was inspected and found error e01 (water supply insufficiency) due to the user facility not having the water supply turned on.

Event description:
Olympus was informed that the distal end and instrument channels of the device culture tested positive for gram positive cocci in clusters, resembling staphylococci. There was no patient involvement with the device. No patient infections reported. The scope was removed from service. In addition, it was reported that the facility utilizes an olympus oer-pro automated endoscope reprocessor (aer) machine and disinfectant accecide-c. The oer-pro was not cultured.